Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Metal pin that you put the brush head on to break off...brush head comes off - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the metal pin on the oral-b toothbrush that held the oral-b toothbrush head broke off and the oral-b toothbrush head came off. No injury was reported. 23-sep-2024 follow up via email: the suspect product was oral-b rechargeable toothbrush handle 3772. The suspect product lot was 3db22330044. They used the devices every day. No injury was reported. 23-sep-2024 follow up via digital safety assessment survey: the consumer was a 39-year-old male. No injury was reported.

Manufacturer narrative:
13-nov-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Metal pin that you put the brush head on to break off...brush head comes off - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the metal pin on the oral-b toothbrush that held the oral-b toothbrush head broke off and the oral-b toothbrush head came off. No injury was reported. 23-sep-2024 follow up via email: the suspect product was oral-b rechargeable toothbrush handle 3772. The suspect product lot was 3db22330044. They used the devices every day. No injury was reported. 23-sep-2024 follow up via digital safety assessment survey: the consumer was a 39 year old male. No injury was reported. 21-oct-2024 case update: the concomitant product lot was 202. No injury was reported. 05-nov-2024 case update from information initially received on 21-oct-2024: the concomitant product was oral-b power oral care refills precision clean antibac eb20ch. No injury was reported.